Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 20 mg/dl. The cause of low bg was unknown. The customer had a seizure, passed out, had trouble walking, and they were confused from the low bg and had neurological symptoms from the seizure. The customer received third party assistance from an ambulance, who provided glucose tablets to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.